Event description:
The user facility reported that the purified water generator system leaking water. It was the water purifying unit hose that came off. The department was flooded and the water got also into some rooms of the facility. There were surgical procedures delayed, cancelled procedures, damages to the facility but no injuries were reported.

Manufacturer narrative:
A steris technician went to the user facility and found a leak repaired by the client. The user facility personnel informed the steris technician that the connector to the resin tank on the water purifier was cracked. There was a drain nearby but the leaking water did not go toward it. The user facility personnel indicated that they had spare parts of this connector and decided to perform the repair. The technician verified that the unit was repaired correctly and worked properly; the unit was fully operational.